Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. The customer indicated the use of an unspecified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a scuff was noticed on the iol after it was inserted. The iol was removed and replaced. The procedure was completed with a back up lens. Additional information was provided indicating that in the surgeon's opinion a defective lens caused or contributed to the event. There was no patient harm.